Manufacturer narrative:
Analysis of the drill 3334800 visao 80k handpiece (serial #: (B)(4)) determined that the handpiece had excessive heat during pre-check: 1 minute temperature:motor:85°f bearing:117°f ,123°f. Analysis further determined that the device was noisy, too dirty, and the bearing was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was overheating during the operation. No patient impact.